Event description:
Device #1 malfunction: needle-to-cuff miss. Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted a needle was not captured by a cuff. The device was removed and a second proglide was used with the same results. The device was removed and a third proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Device #2 perclose proglide part# 12673-03, lot# 82013-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.